Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that he passed out on (B)(6) 2014. He had last tested at 161 mg/dl on the aviva comboy system about 5 hours prior to passing out. Customer stated the readings were accurate. Later, the customer¿s infusion device displayed e-2 battery depleted. Customer did not have access to a new battery. One hour and 45 minutes later, he passed out at his house. He did not experience any symptoms prior to passing out. At an unknown time, the customer¿s friend found him. Customer states his friend tried to help him, but does not know what his friend did. The friend called 911. An ambulance arrived after an unknown time frame. The emt's assumed he was unconscious due to low blood glucose, and they gave him glucose as treatment. However, once they tested the customer's blood glucose it was 600 mg/dl on their meter. The customer states that they had given him glucose even though his blood sugar was high. This caused his reading to go up to 1500 mg/dl (reading obtained on the ambulance's meter). Customer then had a stroke. Customer was concerned that the high blood glucose of 1500 mg/dl may have caused stroke. Alleged the blood sugar and the stroke may be related, but is not sure. Customer does not know if the stroke occurred while at home, in the ambulance, or in the hospital. He was taken first to spear memorial hospital. Then taken to dartmouth hitchcock hospital. Then taken to a third hospital in massachusetts, however the name was not provided. He was admitted to hospital due to high blood glucose. Customer was unconscious for 33 days. Customer reported that he spent another 2 weeks in the hospital after he regained consciousness. Customer states that he was given a MRI, cat scan, and walking therapy. Customer does not know what treatment was given to him at the hospital for high blood. The blood glucose results obtained at the hospital were also not provided. The infusion device will not be returned for product evaluation.